Event description:
It was reported that the patient had their implantable neurostimulator (ins) implanted on (B)(6) 2014. The patient was feeling pulses or a tickle going down their leg. The device was supposed to be for the nerves in the patient¿s side but they were feeling more pulses going down their leg than into their side. The patient was guided through turning up their stimulation and that helped spread out the coverage until they could get their device reprogrammed. The patient was reprogrammed on (B)(6) 2014 and they had 100% coverage after the replacement. They had minimal stimulation in their right leg but said that it was okay. On (B)(6) 2014 the patient had pain in their side and they were feeling stimulation in their leg instead of their hip. The patient¿s device would not stay charged and they had to charge 2 times a week. The patient felt a shocking sensation in their leg and thought that the shocking was in their left leg. The issue had been present since the implant. The patient asked their doctor and a manufacturer representative if their electrodes could have slipped during their previous replacement surgery but was told that did not occur. The patient noted that they fell all the time. The patient wanted to meet a manufacturer representative for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 377745, lot# n0030790, implanted: (B)(6) 2005, product type lead. (B)(4).